Event description:
The second patient was dialyzed for 3 hrs. And 15 minutes. He complained of nausea and hypotension post treatment. He was given a total of 1,500 ml of saline. Oxygen was also administered. Based on the reported weights and goal set, there appears to be an excessive fluid removal oa approximately 1.9 kg.

Event description:
A dialysis facility reported that there were 2 incidents of excessive fluid removal during hemodialysis treatments on the same machine. The first patient was dialyzed for 2 hrs. He became hypotensive and was complaining of dizziness and chest pressure. He was given a total of 1,000 ml of saline and plasmanate. Oxygen was also administered. Based on the reported weights and goal set, there appears to be an excessive fluid removal of approximately 1.7 kg.